Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h4 the following sections were updated: a4, b7, d4, g3, g6, h2, h10, h11. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: protasulâ®, s30 head, m, ã¸ 28/0, taper 12/14; item:30.28.06; lot: 3251544 desc: müller straight shaft cemented 8.25; item: unk; lot: unk desc: unk modular bipolar shell; item: unk; lot: unk. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was implanted with a dual-head prosthesis. Due to internal dislocation of the dual-head prosthesis, a closed reduction was attempted approximately 2 weeks post primary surgery. Subsequently, the patient was revised due to dislocation of the femoral head and pe insert which appeared macroscopically undamaged. The acetabular construct was converted to a cementless dual-mobility cup while the femoral stem was retained. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, b4, b5, b7, g3, g6, h2, h6 (clinical code), h10, h11. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.